Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use. The diagnostic upper gi endoscopy procedure was cancelled due to this issue. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additional reportable event of the light-emitting diode (leds) of front panel are continuously illuminated was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported events are due to a defective printed circuit board and a due to defective converter unit. However, the root cause of is unable to be determined. Olympus will continue to monitor field performance for this device.